Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient's ipg would not communicate with external devices. Reportedly, the patient did not charge the device as recommended and the battery depleted. Surgical intervention was undertaken and the patient's scs ipg was replaced with a new one and the issue was resolved.